Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unspecified amount of clebsiela pneumonia bacteria in the working channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Despite good faith efforts being made, additional information was not able to be obtained. In addition, the following reportable malfunctions were identified during the device evaluation: distal end has corrosion. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device tested positive for an unspecified amount of clebsiela pneumonia bacteria in the working channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.